Event description:
The customer alleged that the audio alarm would not sound, when running the power cord disconnection test during total extended self testing. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the utility harness. The unit passed extended self testing. It is not verified that the audio alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.